Event description:
The hcp reported the patient was experiencing increased lower extremity spasticity and intermittent spasms. The hcp was unable to interrogate the pump despite attempts with several programmers. The patient was referred to a neurosurgeon to have the pump explanted and replaced. The patient is reported to have recovered without sequela.